Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Leaflet torn: complaint is able to be confirmed via product evaluation and medical records. There is no evidence to suggest an edwards manufacturing defect. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Based on the provided information, the most likely cause of the leaflet damage is use error, including suture tail abrasion which is considered use related as it is caused by the surgeon's suture placement and leaving the tails at a length and position where they contact the leaflet. An edwards defect has not been confirmed. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction, or curling, resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The most likely cause is patient factors. Corrected data: h3 device evaluation: customer report of stenosis was unable to be confirmed through visual observation. The x-ray demonstrated commissure 3 bent outward and minimal calcification was observed on leaflet 3 and calcification nodule on leaflet 1. A 2mm x 4mm perforation was observed on leaflet 1. The perforation was beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. No sutures or fasteners remained on the sewing ring around leaflet 1, however sutures were visible on the sewing ring. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 on the inflow aspect and 2mm on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Sewing ring was cut off around the valve and exposed metal band on the inflow aspect. Sewing ring fragment was not returned. Wireform was exposed on commissure 3.

Event description:
It was reported a 21mm 3300tfx aortic valve implanted approximately five (5) years, 11 months, was explanted due to eccentric jet (regurgitation). Patient presented with chest discomfort. Patient underwent bentall procedure. The explanted aortic valve device was replaced with a 21mm 11060 konect resilia aortic valved conduit. Patient was stable in the ICU. Per medical records, the patient presented with a new nstemi, workup revealed cad and what was thought to be moderate to severe bioprosthetic pvl, and ef 40%. The patient underwent redo avr and CABG x3. Intraoperatively, the examination of the 21mm 3300tfx valve revealed a perforation of the mid portion of left cusp, no pvl was identified during excision of the valve, the valve was very adherent to the annulus. At completion of debridement of the annulus it was apparent the patient needed a bentall procedure due to the detachment of the left main coronary artery. The biobentall procedure was done with 21mm konect resilia aortic valved conduit. The patient was weaned from bypass without difficulty. Post bypass tee showed good valve function with no leak and mean gradient of 7. Post operatively, the patient was transported to ctu in stable condition on a temporary pacemaker. Echo pod #1 showed no ar, mean av gradient 11mmhg, lvef 55 to 60 %. The patient continued to require pacing due to ventricular standstill. A permanent pacemaker was implanted on pod#9.

Manufacturer narrative:
Device evaluation: customer report of stenosis was unable to be confirmed through visual observation. The x-ray demonstrated commissure 3 bent outward and minimal calcification was observed on leaflet 3 and calcification nodule on leaflet 1. A 2mm x 4mm perforation was observed on leaflet 1. The perforation was beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. No sutures or fasteners remained on the sewing ring around leaflet 1, however sutures were visible on the sewing ring. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 on the inflow aspect and 2mm on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Sewing ring was cut off around the valve and exposed metal band on the inflow aspect. Sewing ring fragment was not returned. Wireform was exposed on commissure 3.

Event description:
It was reported a 21mm 3300tfx aortic valve implanted approximately five (5) years, 11 months, was explanted due to stenosis. Patient presented with chest discomfort. Patient underwent bentall procedure. The explanted aortic valve device was replaced with a 11060a aortic valved conduit. Patient was stable in the ICU.

Manufacturer narrative:
The device was returned to edwards for evaluation as is pending evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.